Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument shaft is splintering was confirmed. Instrument main tube was found damaged at multiple location, with material removed. Evidence not conclusive, but damage is likely caused by excess force contact on the main tube surface. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was observed during central processing that the bowel grasper instrument had splintering at the shaft. No patient harm, adverse outcome or injury was reported.